Event description:
Complaint reported as: over the last two months customer has had four occurrences of the humidifier columns with very low water consumption, causing et tube occlusion in one patient. This patient needed to have a bronchoscopy. This is the first of four MDR reports. No further information available.

Manufacturer narrative:
Sample has been received and is being evaluated. When investigation is complete, a follow-up report will be sent.